Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was experiencing lag and report execution failures, with extract transform load (etl) jobs failing due to insufficient system memory errors. A technical support specialist (tss) identified that the server had an unusually long uptime of 477 days, leading to high memory utilization and degraded performance. Based on knowledge article (ka) "esr 1.23 cii safe etl failing duplicate key in ciisafedataetl.factitemtransactiondetailstage" and a server reboot was recommended. After obtaining customer approval, the server was rebooted as per ka "pyxis es server reboot process and validation", which restored normal performance, resolved etl failures, and ensured message processing resumed successfully. The customer confirmed that the system was functioning properly post-reboot and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server reports were not current, data was outdated, machines were not communicating. However, there were no delays or adverse events or injuries reported based on this event.